Event description:
A report was received that at the end of pt's trial, a paddle lead was explanted due to an infection. Upon explanting the paddle lead, it was discovered that two of the contacts had dislodged from the paddle. One contact was attached to the paddle by a wire. The other contact was completely disconnected from the paddle. The physician flushed the wound site out, but the contact was not located.